Manufacturer narrative:
Final analysis found a damaged component on the circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin transmitter did not power up after an electrical storm. The patient tried removing the prongs but were stuck. The device will be replaced.